Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 and 5.2 were failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) removed the drawer from the auxiliary chassis, reset the cable connections, and inspected the rear drawer components. After reinstalling the drawer and reconnecting the pyxibus cable, the station was restarted. In support mode, the fse accessed the hardware test application (hta), removed the left-hand pocket from the internal drawer, and the side cover to inspect row board tray connections, ensuring proper cable seating. The side cover and pockets were reinstalled in their original positions. The application was launched from the support desktop, and the customer logged in to confirm that the previous failure was no longer displayed. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.1 and 5.2 were failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.